Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist (tss) connected to the server and verified that messages were successfully transmitting through the carefusion coordination engine (cce) and were current. The customer was requested to call back with updates and provide examples if the issue persisted. Upon following up with the customer, the user confirmed that the stations were online and functioning properly. The system functioned as intended when the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server all pyxis stations were not communicating with epic. As a result, the stations were not receiving the required data, and all stations across the facility were affected. Nursing staff reported difficulty accessing and removing medications, caused workflow disruptions and impacted medication dispensing operations. However, there were no delays or adverse events or injuries reported based on this event.